Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery was down to a quarter full, so the patient recharged to full. When the patient used the programmer to check the ins battery, it showed that the battery was only half full. The patient stated that he was looking at the correct icons, and saw the ins battery full screen with the watermarks when he recharged the ins to full. No patient symptoms or interventions were reported. Additional follow-up was conducted to obtain this information; if additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).